Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was able to duplicate the reported problem, but was unable to repair the system. The system is a workshop unit, and is being taken out of service and sent to a repair depot.